Event description:
It was reported that there was a loss of therapeutic effect. On (B)(6) 2015, the patient had an incident where ¿full urine¿ was coming out of the patient, ¿not just a few drips.¿ follow-up is being conducted to determine cause, action, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0huws, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).